Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent posterior vaginal repair due to vaginal prolapse, rectocele, cystocele and urinary incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to pelvic pain, stress incontinence and painful intercourse, infections, voiding dysfunction with incomplete bladder emptying secondary to prior tot midurethral sling. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 removed due to severe pain, could not urinate, was having urinary tract infections and could not have physical contact with my husband- per plaintiff fact sheet. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.